Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-pace t-wave oversensing was observed on real-time egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).